Event description:
The consumer reported her husband used the prod for two hrs on his calf muscle. When the patch was removed, the consumer described burns in two places which resulted in scars. The consumer initially treated the area with triple antibiotic ointment. The area was having difficulty healing and, after a month, the consumer consulted with his doctor who prescribed a salve.

Manufacturer narrative:
Since this is a disposable single-use device, the patch is unavailable for eval and analysis. The lot number was not provided from the reporter to conduct trend analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the MFR to enhance prod safety and pharmacovigilance.